Event description:
Scrub tech tried to load a cs29 dlu and it would not attach to the flexshaft; opened another dlu and it did load. The surgeon then sent the flexshaft and dlu transanal and attached the anvil. The dlu would not close into firing range. Dr repositioned staple and purse-string ends; closed dlu farther into firing range. He fired and the dlu made a grinding noise and shook back and forth. Lcd read "incomplete firing". The dlu would not open electronically or manually. Dr cut dlu out of anastomotic site. Completed procedure with a 25mm dlu.